Event description:
It was reported that the customer was experiencing issues with his replacement insulin pump. The customer stated that he was experiencing high blood glucose levels of 580 mg/dl. The customer treated himself with a manual injection. Troubleshooting for the customer's high blood glucose levels was done. Advised customer to change the infusion set, reservoir and insulin and then treat per healthcare provider's instructions. Customer removed the infusion set from his body, and the cannula was bent. However, the cannula was not occluded. Advised customer to monitor his blood glucose levels and to contact his healthcare provider if his blood glucose levels rose. Advised the insulin pump was working as designed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.